Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ("chronic uterine infections / chronic infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) with vaginal discharge, uterine cervical pain and pelvic fluid collection and pelvic pain ("pelvic pain"). Essure treatment was not changed. At the time of the report, the uterine infection and pelvic pain had not resolved. The reporter considered pelvic pain and uterine infection to be related to essure. Diagnostic results: (B)(6) 2013: hsg test: both essure micro-inserts were appropriately placed in her fallopian tubes and there was total occlusion. On (B)(6) 2015: hsg test: free fluid in her pelvic area. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.